Event description:
It was reported that during the pulse field ablation procedure to treat atrial fibrillation a faradrive steerable sheath clear was selected for use. The faradrive steerable sheath clear was inserted into the groin. The guidewire was at the tip of the catheter when the farawave catheter was inserted into the faradrive steerable sheath clear. The faradrive steerable sheath clear was aspirated with farawave catheter inside the faradrive steerable sheath clear, air was aspirated through the valve of the faradrive steerable sheath clear. The air was visible in the syringe and infusion line. A normal infusion line, no pressure, 20 drops per minute was used for irrigation. No leak nor air in patient was seen. The procedure was completed using different faradrive steerable sheath clear. No patient complications occurred. The product has been received at boston scientific's post market laboratory where it is awaiting analysis

Manufacturer narrative:
The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.

Manufacturer narrative:
The faradrive sheath was returned with its dilator still inserted, resulting in the removal of the dilator to proceed with further analysis. During preparation for leak testing, the sheath was observed to leak at the proximal end from the hemostatic valves. Inspection of the hemostatic valves found the external valve torn on the outer face near the center slit, compromising the valves ability to seal pressure and fluid within the sheath. Inspection of the hemostatic valves observed both valves to be deformed from the prolonged insertion of the dilator during transportation or storage.

Event description:
It was reported that during the pulse field ablation procedure to treat atrial fibrillation a faradrive steerable sheath clear was selected for use. The faradrive steerable sheath clear was inserted into the groin. The guidewire was at the tip of the catheter when the farawave catheter was inserted into the faradrive steerable sheath clear. The faradrive steerable sheath clear was aspirated with farawave catheter inside the faradrive steerable sheath clear, air was aspirated through the valve of the faradrive steerable sheath clear. The air was visible in the syringe and infusion line. A normal infusion line, no pressure, 20 drops per minute was used for irrigation. No leak nor air in patient was seen. The procedure was completed using different faradrive steerable sheath clear. No patient complications occurred. The product has been received at boston scientific's post market laboratory.